Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the two 512s trocars were leaking carbon dioxide through the torn gasket. The trocars were replaced with competitive product and the case was completed. There was no consequence to the pt.